Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35 leaked. The following information was provided by the initial reporter: chemotherapy spill, carbopatin245 mg hung and within 7 minutes looked at his bag and it was empty secondary tubing came apart from phaseal. Bag drained on ground. Cleaned up per protocol.

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Five retained samples from the same lots were evaluated, no damage or defects observed. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. No luer lock disconnection occurred. A device history review was performed for lot 2005012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that injector luer lock n35 leaked. The following information was provided by the initial reporter: chemotherapy spill, carbopatin245 mg hung and within 7 minutes looked at his bag and it was empty secondary tubing came apart from phaseal. Bag drained on ground. Cleaned up per protocol.